Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
A patient reported experiencing the events of left side ¿implants did not settle properly¿, constant pain in breasts¿, ¿can feel a lump on breast¿, ¿continual headaches, lumps under arm pit," hardness of the breasts confirmed as capsular contracture in an ultrasound... Fatigue, brain fog, fluid around the breast," "constant pain," breasts are also severely misshapen" and "lumps in breasts, swelling... Skin rash, weakness, unable to perform simple tasks such as: lifting my arms, do exercise or even wear a bra," "breasts are very swollen," "lumps surrounding implant... Breasts appearance has changed significantly." The device has been explanted.